Manufacturer narrative:
(B)(4). Date sent: 11/19/2020. D4: batch # u5dg2h. Investigation summary the analysis found that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4); batch#: u5dg2h. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Device was not used as unable to be opened did the jaws eventually open? No.

Event description:
It was reported that during an unknown procedure the stapler failed to open. There were no patient consequences.